Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred approximately 45 minutes after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood test strips were used to positively confirm the presence of blood. However, blood was not visible within the dialyzer compartment. No dialyzer damage was observed. The patient¿s estimated blood loss (ebl) was noted as being approximately 250 cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device noted coagulated blood between the polyurethane (pu) cut surface and both headers. Gross visual examination of the device did not identify any damage or irregularities. The polyurethane material remained intact and inspection of all molded components did not indicate any defects that would have caused improper mating between parts. The dialyzer was subjected to a laboratory bubble point test where no leaks were observed (possibly due to coagulated blood). The dialyzer was then subjected to destructive disassembly for further visual analysis. A short fiber was located on the non-cavity ID end at approximately 180 degrees (with the dialysate ports at 0 degrees). The short fiber measured approximately 1.5 cm. Further examination of the fiber bundle did not reveal any other damage or irregularities; specifically, kinked, broken, looped, or damaged fibers. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, rework, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. The complaint investigator was able to identify a short fiber on the non-cavity ID end bell housing. Therefore, the complaint has been deemed confirmed.